Event description:
Sku - 47362280 / lot: 4086041 - int-003024. Sku - 47250082 / lot: 4086039 - int-003025. A. Boxes without labels: we do not know what the boxes correspond to (sku - lot - qty). B. Quantity and asn issues: we do not know the quantity we really have since the boxes are not identified. What are the actual batch quantities? Which asn must be taken to be able to receive? Are they already created? If so, please give us the numbers (of course once you have been able to confirm 100% the actual quantity that we must have with us). For the batch: 4086041, we physically have 363 280 pcs while it is announced 362 228 pcs. For the batch 4086039, we physically have 11 pallets of (B)(4) units + 2 unidentified boxes while it is announced 285 535 pcs. C. A pallet is contaminated because there is a dead spider under the cap for lot: 4086039, so after receipt the entire lot will be blocked in fnc pending your actions. D. Boxes labels are wandering around on the pallets. What do we do with it? Tmaik 12november2024: lot number: 4086041 links with cat number: 47362282. Updated cat number to 320117 / 47250082.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to d (country type for suspect device), d9 (device availability), and h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause of this issue is supplier related and will be investigated under qn (B)(4). Corrective action for this issue will be determined under qn (B)(4). Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.